Event description:
(B) (4) crm received information that one day post implant, dislodgement of this atrial dextrus lead was suspected due poor sensing, loss of capture and intermittent impedance measurements. A bsc crm technical services consultant suggested testing and performing an x-ray of the lead. A revision procedure was performed and the lead was successfully repositioned.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.